Event description:
The facility reported a colleague infusion pump with failure codes 814:01 on channel a and channel b. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with fail code 814:01 on channel a was confirmed but not reproduced during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.